Event description:
It was reported "catheter is currently still in patient, the swan catheter locking mechanism has not been working/locking." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "deceased". The device was unrelated to the patient's death.

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "catheter is currently still in patient, the swan catheter locking mechanism has not been working/locking." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "deceased". The device was unrelated to the patient's death.